Event description:
It was reported that the following day after implantation that the atrial lead was found to be dislodged under chest x-ray. On 10 oct 2023, the physician elected to reposition the atrial lead. The patient condition was stable before, during, and after the procedure.